Event description:
It was reported that a week ago the parents of the pt reported a decrease in the pt's speech understanding. The clinic indicated that there was a sudden appearance of hi on 4 electrode channels. There is no report of trauma to the head. Testing carried out by med-el did not show the previous hi channels, however, 2 pairs of short circuits were found. The pt now has 6 deactivated channels, which were or are affected by hi and short circuits.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.